Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon evaluation, the monitor would not power up. The cause for the failure was that the c1 capacitor shorted and the l1, l2, and d1 components were damaged. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor would not power on.